Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 19 months post-implant, it was reported that the vad coordinator reviewed the patient history and pump stoppages were seen while the patient was on travel recently. The patient reported that during the night, red heart alarms were seen while he was connected to the power module. The patient was admitted and x-rays of the percutaneous lead were taken. The patient was not symptomatic during the events; however, the patient reported that the system controller and batteries did fall out of his unknown type of vest a couple of times. The system controller was exchanged. Evaluation of the patient's percutaneous lead by the manufacturer's technical service representative revealed no broken wires or external damage and no alarms were able to be reproduced.

Manufacturer narrative:
The event occurred at (B)(6). The patient remains on lvad support with the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A full evaluation of the device could not be performed because the patient remains ongoing on vad support. A root cause for the reported event could not conclusively be determined. Based on the manufacturer's past experience and similar reported events, the pump stops that were confirmed through the analysis of the system controller data log file and resolved when the patient was provided with a non-grounded patient cable could be indicative of driveline damage. The instructions for use and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.